Event description:
It was reported to philips that the device had failed the general test. The device was not in use on a patient.

Manufacturer narrative:
Testing of the device found the internal memory card malfunctioned.